Event description:
It was reported that log files were provided on (B)(6) 2025 that captured a loss of power to the mobile power unit (mpu) on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller¿s emergency backup battery (ebb) until external power was restored. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment appeared to have operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms when connected to the mobile power unit (mpu). A review of the log files revealed on (B)(6) 2025, at 3:02:00, a low power hazard alarm activates associated with a drop in both bus and relative state of charge (rsoc) voltages. The alarm was associated with a disruption of external power to the mpu. The alarm progresses to a no external power alarm at 3:02:03. The alarms clear by 3:02:22, when external power was restored to the system. During this interruption of external power, the backup battery functioned as intended and supported the pump without interruption to pump function. The mpu (serial unknown) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event (including mpu serial number, if the mpu was in use with a v-lock connector, if the ac power cord came loose at the unit or the wall, if there were any environmental circumstances disrupting power, and if the mpu was removed/exchanged from service); however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this investigation. Serial number was not provided a DHR review was not performed. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.